Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing gablofen (2000mcg/ml at 120mcg/day). It was reported that the healthcare provider (hcp) was not able to aspirate during a planned replacement surgery due to an approaching elective replacement indicator (eri). It was noted that the patient had occasional episodes of being loose but overall tolerated the therapy very well. A potential contributing factor was a previous catheter repair due to an intentional catheter cut during an unrelated spine surgery. The hcp started working backwards from the pump in hopes of getting free flowing cerebrospinal fluid (csf). When they went into the spinal incision and cut on the distal side of the collet, they were able to get spontaneous flow. At that time, the hcp used a pump revision kit to revise and complete the catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8785 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. H3. Analysis of the catheter identified that there was damage to the transition tubing. Analysis of the pump found that the pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.